Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. An x-ray was performed, which pointed to a fracture in the lead. Technical services (ts) recommended reprogramming and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.